Event description:
Adverse reaction in the right knee [adverse reaction], right knee was aspirated [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician's assistant via a company representative regarding a (B)(6) male patient, initials unknown. The patient's medical history was significant for previous use with synvisc-one. On (B)(6) 2013, the patient initiated treatment with synvisc-one (hylan g-f 20) into both knees, once (dosage regimen and route of administration not provided). On an unspecified date in 2013, the patient developed an adverse reaction in the right knee only. On (B)(6) 2013, the patient was seen back in the office and unknown amount of joint fluid from the right knee was aspirated. The outcome and intensity for the events of adverse reaction in the right knee and right knee effusion was not provided. Relevant concomitant medications were not provided. The reporter did not provide the causal relationship of synvisc-one with both the events. Follow up information was received from the physician's assistant regarding patient demographics, synvisc-one details and events information that upgraded the case to serious. The patient was identified with initials (B)(6). The patient's medical history was significant for osteoarthritis (duration: 05 years; grade: moderate with no prior effusion, osteophytes and joint narrowing), knee effusion, previous use with synvisc, non-steroidal anti-inflammatory drugs (nsaids) and steroids. The patient received synvisc-one in right knee and 20 ml of joint fluid was aspirated from the right knee. On (B)(6) 2013, the patient experienced an adverse reaction in the right knee. On (B)(6) 2013, the patient was treated with cortisone (cort) injection; for both the events. On (B)(6) 2013, the patient recovered from the event of adverse reaction in the right knee. The intensity for the event of adverse reaction in the right knee was moderate. The reporting assistant assessed the relationship of synvisc-one with the event of adverse reaction in the right knee as possible.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.